Event description:
A report was received on (B)(6) 2025 from a nurse at a critical care facility, who stated a dialysate bag broke when initiating renal replacement therapy on an unspecified date in (B)(6) 2025. Additional information was received on 05 mar 2025 from the nurse who confirmed there was no adverse impact to the nurse or patient.

Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer.